Manufacturer narrative:
The motorized wheelchair was destroyed in an unrelated structure fire, several months after the alleged incidents occurred and could not be evaluated. Hoveround's owner's manual warns end users to set the speed/response control to be consistent with the surrounding environment or at minimum speed for confined spaces.

Event description:
Family members reported that while operating the motorized wheelchair, the end user allegedly drove the unit into objects on several occasions, allegedly resulting in injury to his toes. The first incident allegedly resulted in a cut that required medical treatment to heal, and second incident allegedly resulted in a fracture toe that became gangrenous and required amputation.